Manufacturer narrative:
Device evaluation: the manufacturer's international service technician confirmed the reported issue. Resolution and disposition: the service technician replaced the data acquisition pcb to motor controller pcb cable to address the finding. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported vent inop due to a machine and proximal pressure sensor failure. There was no patient harm.